Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was "accidentally programmed and saved the continuous day rate to 4.5 ml/h instead of 2.1ml/h in the morning when switching from night to day rate." It was reported that the nursing staff was subsequently trained. No adverse patient effects were reported.